Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4). Additional information: a2: age/dob. A3a: sex. A4: weight. B5: description of event.

Event description:
It was reported that on (B)(6) 2026 a silent nite 3d one piece appliance experienced component failure during use. Specifically, the lower left anchor snapped off, and the #15 tray fractured off the appliance. No additional information regarding patient impact, clinical outcome, or contributing factors was provided at the time of reporting. Additional information received on 2/2/2026: the appliance was originally delivered on (B)(6) 2025. The device was received with a broken lower left anchor. The date of onset of the issue and the date the patient presented with the issue were both reported as (B)(6) 2026. The patient reportedly experienced appliance breakage. The patient has a reported history of mild bruxism and good oral hygiene. The patient discontinued use of the device on (B)(6) 2026. No permanent injury was reported, and no additional medical intervention was required. The patient reportedly followed the device's cleaning and storage instructions for use. The appliance was replaced with a product similar to the complaint product. No additional adverse clinical outcomes were reported at the time of this update.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review, as the device was fabricated according to the physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date; therefore, an analysis of the physical product could not be performed. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism, which could have caused the anchor to break. Per the reported information, the patient has a history of bruxism. Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
Requests for additional patient and event information have been made but, to date, no additional information has been received. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that on (B)(6) 2026 a silent nite 3d one piece appliance experienced component failure during use. Specifically, the lower left anchor snapped off, and the #15 tray fractured off the appliance. No additional information regarding patient impact, clinical outcome, or contributing factors was provided at the time of reporting.